Manufacturer narrative:
Batch review performed on 12 december 2019. Lot 186021: (B)(4) items manufactured and released on 04-oct- 2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due, one month after primary surgery, to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.